Manufacturer narrative:
D9: device was returned to regional engineers and evaluated and the return date is unknown. The investigation for the reported aic - purge disc/flag issues has been completed. The console was tested after arriving in fs aachen. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the inability to detect the purge disc was due to a broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during set up, the insertion of purge disk was not detected by the automatic impella controller (aic). After several attempts the aic was switched for another. There was no harm to the patient.